Event description:
It was reported that in anesthesia, the md met with severe resistance when attempting to advance the swg through the ars in the pt's jugular vein. The md pulled back on the swg to remove it from the syringe and at that time the swg "stretched". As a result, both the swg and ars were removed and a new kit was opened and used it without issue. A delay was reported, however, there was no death or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.